Manufacturer narrative:
Reviewed lot history file for lot d505013. All records were complete and the work order of (B)(4) units was manufactured and inspected per procedure. There is a 100% packaging inspection in place which includes 8 different inspection points related to the feet on each unit. All units passed this inspection with no issues. There is also a 100% inspection in place after sterilization to look for this defect and all units were found with feet and o-rings present. The probable cause of this defect was that the o-ring sustained a minor stress during the assembly process which was not visible during the in-process and post sterile inspections. The o-ring likely broke in transit causing the foot to be loose in the tray. Prior investigation of 2008 for split o-rings revealed, "the discrete failure of the o-ring is most likely related to damage caused during handling and placement of the o-ring. The incidence rate of this failure type, specifically once the device has been through 100% post sterilization inspection is very low but possible. This potential failure mode is already known to the operators." Reviewed work order and discussed complaint with assemblers who confirmed that all procedures were followed during the manufacturing process. Discussed the tool (ein 00270), used to load the o-rings onto the metal ball swivel which then secures the foot/foot adapter onto the ball swivel. A new metal tool is being made by the machine shop (car-15-010) which is smaller and will not stretch the o-ring as much during loading. This is the (B)(4) complaint of a split o-ring since the 2008 investigation. The o-ring used on this work order was from lot rs10137 which was a new lot received, inspected and released for use on 03/09/15. There have been (B)(4) o-rings from the new lot of o-rings used on finished devices from receipt through 09/01/2015 with (B)(4).

Event description:
Customer reported, "one of the arms was already broken from the stabilizer." Chase medical was notified of complaint on 09/01/15 by customer, (B)(6). Per email, the supply manager at (B)(6) notified her of the complaint. Defective product form returned with device was dated (B)(6) 2015 and indicated, "product was opened to field - one arm was already broken from stabilizer." The form indicates that the patient was not injured during the procedure and that another stabilizer was used. Upon receipt of returned device it was noted that one foot was detached from the stabilizer and the foot and o-ring were loose in the tray. Stabilizer was returned in its original tray and shipper and had not been used on the patient.